Event description:
The company was informed that the pt is experiencing intermittencies and loss of lock. Programming adjustments were made, however this did not resolve the issue. Revision surgery has been scheduled.